Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and the ruby coil would not advance past the distal end of the microcatheter. After several failed attempts, the ruby coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.